Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, one of the cartridges passed the fill and leak tests. The second cartridge failed the leak test. Inspection of this cartridge found damage to the upper o-ring.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 554 mg/dl with frequent urination, extreme thirst and a headache associated with an alleged cartridge o-ring issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the internal cartridge o-ring was leaking. The patient reported that 36 hours into use of the cartridge, there was insulin spilling out of cartridge. The patient then removed the cartridge and noticed a leak from the body of the cartridge and thinks the internal o-ring may have been the cause but was not sure why the cartridge leaked. The patient denied any punctures or cracks in the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a cartridge o-ring leak issue.